Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a procedure, at the moment of raising the graft of the anterior cruciate ligament with the ultrabutton device, the graft was raised in the right way for the cortical fixation with ultrabutton system in the femur. Then, the graft was pulled and this was adjusted in the tibia. When reviewing the result of the surgery, it was visualized that the graft mark, which is used to identify that the graft is inside the femur, descended. When the graft was raised again, it was not maintained in its point. This tissue fixation led to fixing the case with an interference screw in the tibia. No patient injuries reported.

Manufacturer narrative:
The reported ultrabutton device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿when the graft was raised again, it was not maintained in its point. This tissue fixation led to fixing the case with an interference screw in the tibia.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect tunnel preparation. Incorrect flipping or reduction. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.